Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, the subject device could not be turned on. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the failure of the electrical circuit board due to the ingress of the water into the inside of the subject device by the user handling during the cleaning. If additional information becomes available, this report will be supplemented.